Manufacturer narrative:
Internal file number - (B)(4). A review of the lot history record of the complaint devices could not be performed because the products were not returned for analysis and the part/lot information for the devices was not provided. Based on the information reviewed, a definitive cause for the reported patient effect of death for the patients could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that in this case, there is limited information about specific baseline characteristics of patients who died and also about procedural details. Hence, no conclusion can be made about any relationship with the device or the procedure.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment :feasibility and outcomes of repeat percutaneous edge-to-edge mitral valve repair procedures in patients at high risk for surgery. (B)(4).

Event description:
It was reported through a research article identifying mitraclip that may be related to a death. Details are listed in the attached article, titled feasibility and outcomes of repeat percutaneous edge-to-edge mitral valve repair procedures in patients at high risk for surgery. No additional information was provided.